Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: it was reported "the suture snapped and a small portion of the needle was also still attached to the suture" please clarify: the suture broke during the procedure correct? Correct. What tissue was being approximated or sutured when it broke? Sewing mesh to tissue at the time of the event. When you say "needle was also still attached to the suture" please clarify if the needle also broke during the procedure. A 1mm portion of the needle where the suture was swedged to the needle was observed. Procedure name and date? (B)(6) 2020. Open ventral & umbilical hernia repair. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open ventral and umbilical hernia repair procedure on (B)(6) 2020, and a suture was used. During the procedure, the suture broke while sewing mesh on to the tissue. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 10/21/2020 additional information: h4, h6 a manufacturing record evaluation was performed for the finished device pg7003, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/18/2020. Corrected statement: a manufacturing record evaluation was performed for the finished device qabhsz, and no non-conformances were identified.